Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual conditions. The instrument was visually inspected and ptc was found damaged. It could not be determined what may have caused the ptc damaged. The condition of ptc could be caused when the device is activating across a staple and cause a device short which prevents the ability to energize the device from generator to the tissue. A system warning notifies the user of the failure through a visual yellow alert screen message. Please note that this condition is unrelated with the event reported. However; the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws and no yellow alert screen was displayed during analysis. The device was disassembled and no anomalies were found associated with the reported issue. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a vaginal hysterectomy procedure, after a few activations the device was difficult to close. Machine said reposition device several times. Then said replace device. Case completed with another device of the same product code. There were no patient consequences reported.